Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were 220mg/dl, 280mg/dl. Tests were done within less than 10 minutes with a difference of 64%. Patient did not experience any adverse events. No further information has been reported.